Event description:
Clinic notes dated (B)(6) 2014 noted that the patient suffered a prolonged seizure lasting several hours in (B)(6) 2012. It was noted that the patient began having an increase in aggressive behavior after that. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
.